Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes customer reports of underfilling. The following information was provided by the initial reporter. The customer stated: on (B)(6) we received an email from the emergency department alerting us to a problem with the filling of barricor tubes. Apparently, the tubes were not filling to the mark. The expiry date is november 2023, batch number: 2192117. However, this is not the only department to send us insufficiently filled tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes customer reports of underfilling. The following information was provided by the initial reporter. The customer stated: on 29/06 we received an email from the emergency department alerting us to a problem with the filling of barricor tubes. Apparently, the tubes were not filling to the mark. The expiry date is november 2023, batch number: 2192117. However, this is not the only department to send us insufficiently filled tubes.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.